Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced a line extension break on the homechoice device during drain. The break was further described as a physical break between the patient line extension and the cassette. The home patient (hp) was connected at the time of the event. The technical service representative (tsr) assisted the hp to end therapy. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.